Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause related to design deficiency. Design enhancements were made to increase strength of the device. Zimmer biomet conducted a lot specific medical device field action for comprehensive reverse shoulder trays due to a higher than anticipated rate of fracturing, which typically leads to revision surgery. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 118001 versa-dial/comp ti std taper 721720; 115313 comp rvsr shldr glnsp +3 36mm 045340; xl-115363 arcom xl 44-36 std hmrl brng 646480. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02434.

Event description:
It was reported that upon exposing of the joint, it was found that the taper portion of the humeral tray was still secured in reverse morse taper of humeral stem while disassociated from the tray/bearing construct which was loose in the joint. No additional information is available.